Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and needle stick injury- post use. The following information was provided by the initial reporter. The customer stated: "when the nurse completed needle extraction for the patient, she used the pink lock above the blood collection needle to lock the needle, and the lock fell off. At this time, the nurse's hand touched the front end of the contaminated blood collection needle, and needle injury occurred."

Manufacturer narrative:
H6: investigation summary: bd received one sample and 3 photos for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism in one sample and hub/collar separation in other sample was observed. Additionally, the customer sample was evaluated by visual examination and the issue of defective locking mechanism was not observed. 30 retention samples from bd inventory, were evaluated by visual examination and functional activation testing and the issue of defective locking mechanism or hub/collar separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd determined that the root cause of the indicated failure mode was attributed to timing issues at the auger machine (pivot shield insertion station) caused by a part jam at the station. Corrective action: the timing on the machine was adjusted. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and needle stick injury- post use. The following information was provided by the initial reporter. The customer stated: "when the nurse completed needle extraction for the patient, she used the pink lock above the blood collection needle to lock the needle, and the lock fell off. At this time, the nurse's hand touched the front end of the contaminated blood collection needle, and needle injury occurred."